Event description:
Additional information indicates that the patient did a report interrogation which was reviewed by the physician. All other daily measurements for the shock impedance values have been normal and stable. There is no evidence of noise on the shock electrogram. The patient will be further evaluated in the office in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this is a device related issue and not a lead issue.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range low shock impedance measurement. No adverse patient effects were reported. No additional information has been made available at this time.